Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l73867, implanted: (B)(6) 1999, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
The patient was having an unrelated 2 level decompression surgery and the surgeon mistakenly cut the distal segment of the catheter. During the same procedure, the catheter was revised using a connector pin to connect the ends that had been cut. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The drug being delivered via the device system was not reported; it was however reported that the patient was a pain patient and not an intrathecal baclofen patient. The outcome and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported that the a pump study was done post-op to check for patency. The patient recovered without permanent impairment.